Manufacturer narrative:
Correction: b5 field describe event or problem was updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise and oversensing without pacing inhibition. The cause for the noise and oversensing was not able to be reproduced, therefore, the cause is undetermined. The lead was successfully replaced. No additional adverse patient effects. The product is not expected to be returned as it remains implanted. Additional information provided indicates there were episodes detected on (B)(6) 2021 showing noise on the rv lead and non-sustained ventricular tachycardia (vt) that appears to be not true. The rv lead trends were noted to be variable but stable. No additional adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise and oversensing without pacing inhibition. The cause for the noise and oversensing was not able to be reproduced, therefore, the cause is undetermined. The lead was successfully replaced. No additional adverse patient effects. The product is not expected to be returned.